Event description:
A malfunction code was reported by the customer, and there were no notable events prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on glucose levels. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Technical support decided to replace the malfunctioning pump and confirmed the customer's shipping address. They sent a replacement pump and provided instructions on returning the problematic pump. The customer understood the instructions given by technical support and acknowledged them.